Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a hip arthroplasty surgery the tip on the bottom of the chuck broke. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device ar-400rhu. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed. The manufacturer evaluation revealed both gear box and driveshaft are broken and damaged, the planetary gear was found frozen and a pin was missing. A most likely cause for the observed condition would be attributed to using the attachment in oscillating mode.